Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a motor error was found and replaced the insulin pump and now it was working again. Blood glucose was unknown. Customer stated they did not receive a low battery alert prior to the off no power alert. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.